Event description:
An optometrist reported a pt with trace diffuse lamellar keratitis (dlk) at nasal section of flap of the left eye one day lasik post-operative visit. Additional info from reporter indicated the pt's optical steroid dosage was increased. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. B)(4).